Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat persistent urinary leakage, urethral hyper mobility, rectocele cystocele; and an obturator sling was implanted. It was reported that following insertion the patient experienced urinary incontinence urinary leakage, bowel obstruction, mesh protruding through vaginal wall, periodic bleeding, inflammation, pain, mental and emotional distress. It was reported that patient underwent mesh excision and closure with biological graft [posterior repair] by the implanting surgeon on (B)(6) 2010 due to mesh protrusion through vaginal wall causing periodic pain and bleeding. (B)(4) - bowel obstruction; mesh exposure/protrusion.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05814. The same patient is represented in each medwatch.